Event description:
It was reported that during the device changeout, the physician noted an insulation defect on the left ventricular (lv) lead. The lead was repaired, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.